Event description:
The physician used a cytomax ii double lumen biliary cytology brush. During use, the drive wire punctured the outer sheath. An injury to the user and/or patient did not occur. The device was removed from the patient and another cytology brush was used to complete the procedure.